Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was to treat the heavily calcified, moderately tortuous, 85% stenosed left circumflex coronary artery. An atherectomy device from another manufacturer was prepared and inserted and attempted to be used. There was resistance with the pilot 50 guide wire when the atherectomy device was attempted to be removed. The devices were removed together and during angiography, a peripheral perforation was noted and was caused by the atherectomy device. The perforation was treated with a 2.5x23 mm xience pro s stent and a 3.5x18 mm xience pros stent and there were no device issues or adverse patient effects due to these stents. The patient was monitored in the intensive care unit and pericardial effusion was ruled out. The patient developed asystole and required cardiopulmonary resuscitation; however, the patient expired. The physician stated that the patient death was not due to the pilot guide wire. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficult to remove; however, the reported patient effect was likely due to operational circumstances. It was reported that an atherectomy device had difficulty being removed over the wire. Factors that may contribute to difficulty removing a device over the guide wire include, but are not limited to, inner diameter of the device, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the device or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. Additionally, it was reported that the patient expired. The physician stated the guide wire was not responsible. There is no indication of a product quality issue with respect to manufacture, design, or labeling.